Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that pump error 37, exposed to magnetic field or MRI, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Retainer = black. The device was returned for device error 37 alarm found on november 24, 2021. Device received with constant device error 37 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and dat test or confirm displacement anomaly due to device error 37 alarm. Unable to verify displacement anomaly or motor anomaly noted due to constant device error 37 alarm during rewind. The following were noted during visual inspection, missing serial number label, missing display window cover, cracked keypad at select button cracked battery tube threads and cracked case at belt clip rails. The device p-cap / test reservoir locks in place properly. Device was confirmed for device error 37 alarm due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided in section b5.

Event description:
Insulin pump had drive count/time values or changes incorrect for moving or coasting. Too slow or too fast alarm. Customer was able to clear the alarm and rewind the insulin pump. Self test and displacement test was passed. Insulin pump had crack. Insulin pump was neither bumped nor dropped. Product was been returned for analysis.